Manufacturer narrative:
The drill has yet to be rec'd by the MFR. A f/u report will be filed once the product eval has been completed.

Event description:
It was reported that during a laminectomy procedure, the drill became hot. Although there was a 15 delay, while a backup drill was obtained, the procedure was completed successfully and w/o incident. There was no medical intervention required due to this event.